Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, fse arrived at the site to address the reported event. Fse cleaned and lubricated the syringes, then rebooted the device. No further errors were reported. No further action was required by field service. The most probable cause of the reported event was due to dirty syringes.

Event description:
On (B)(6) 2016, the customer reported a "l syringe error 706" with their g8 analyzer. Technical support (ts) instructed the customer to reset, then try changing the needle. On (B)(6) 2016, the customer reported that they changed the sample needle and lubricated some parts of the device at the direction of a field service engineer (fse), but were still receiving large syringe errors. On (B)(6) 2016 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.